Event description:
A patient reported experiening inaccurate high results with an otu meter. The patient's blood glucose results were 7.3 mmol, 9.2 mmol. Test were done within 10 minutes with a difference of 74 mg/dl. Patient did not expereince any adverse events. No further infomration has been reported.